Event description:
It was reported that during a lobectomy procedure, when the device was clamped on the lung at first firing, there was abnormal noise like something broke. Then stopped use. Another device was used to complete the case. There were no adverse consequences to the patient.